Event description:
Report received of a "ruptured" tubing with no pump alarm. The adult patient was receiving an unspecified solution at an unspecified rate. It was reported that a nurse was walking past the patient's room when she heard a "pop". Upon entering the patient's room, the nurse reported that IV fluid was "gushing on the floor" and that the IV tubing had "exploded". It was reported that the tubing split in the middle section of the tubing between where the tubing exits the pump and where the distal clave is located. There was no reported pump alarm. The tubing was replaced and therapy was continued using the same pump. The patient did not experience any bleedback or blood loss. There was no reported adverse effect to the pt.